Event description:
Device malcuntion: none. Adverse event subacute left basal ganglia stroke. Time of adverse event: 5 days procedure. It was reported that 5 days post successfully lica stent placement, the pt presented to ER and was admitted with generalized weakness and dysarthria worse on right than left. Fourty eight hours post stent implantation she developed some weakness. On presentation, her hemoglobin was 10, down from 14 on the day of procedure. Her symptoms were initially felt to be due to underlying anemia. Carotid imaging, done in 2006, showed a pt stent in the left carotid artery. MRI showed no evidence of acute intracranial hemorrhage, and probable moderately large subacute infarction involving the left basal ganglia extending extending into the left centrum semiovale. Her symptoms improved during hospitalization. On the day of discharge, she was able to ambulate independently and the dysarthria had resolved. Stool hemoccults were negative and she showed no sign of bleeding and she was started on iron for anemia due to blood loss. The discharge diagnosis was subacute left basal ganglia and cerebrovascular accident. No additional info is available.

Manufacturer narrative:
Study event.